Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal hydromorphone 5 mg/ml at 4.3 mg/day and ropivacaine 5 mg/ml at 4.3 mg/day via an implantable pump. The indication for use was not reported. It was reported that a permanent motor stall occurred. Minimum rate was programmed, and the patient was receiving the drugs orally. The pump¿s status was ¿implanted out of service¿. The pump would be replaced, but the replacement date was unknown (had not been planned/scheduled yet). The issue was not resolved. However, the patient's status was alive; no injury. It was noted that the clinician programmer showed 4 months to elective replacement indicator (eri), but no other environmental, external or patient factors were reported that might have led or contributed to the event. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. The pump implant date was unknown. No further complications were reported.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. The hcp did not have an update on when pump explant would be scheduled. Currently, the patient was taking oral drugs. The physician would ¿probably¿ replace the pump with a fixed flow pump from another manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. Replacement had not been scheduled yet. The pump would be replaced with a pump from a different manufacturer. The physician had not yet decided whether they would return the device.